Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the infusion set during a shower and later had recurrent high blood glucose with suspected suboptimal infusion due to set type and infusion site location, followed by a subsequent episode of hypoglycemia while insulin was still on board; the event involved the ilet system with infusion set performance and use issues. Symptoms included elevated blood glucose up to 299 mg/dl for approximately three hours without ketone testing or acute complications, and later low blood glucose requiring carbohydrate treatment. Outcomes included user self-management with carbohydrate intake and infusion set changes without professional medical intervention or hospitalization, and eventual return to target range. Investigation included review of device data and therapy history with remote technical support and guided infusion set replacement. Investigation of this case revealed that hyperglycemia was associated with prolonged pump disconnection and probable inadequate subcutaneous cannula placement or absorption at a frequently reused site, and that hypoglycemia occurred with active insulin on board after a large correction. It was concluded that the device functioned as designed, the events were related to use conditions including disconnection, infusion site selection, and timing of correction dosing, and that changing to the familiar infusion set and monitoring resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.